Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The reported product was located on tooth # 18 and used for approximately 5.5 months. The implant is stated to have been used after the sterile package expired. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to fracture. The reported complaint could not be verified with the information provided and without return of the product. A definitive root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.